Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise and automatic mode switch episodes. The noise was able to be reproduced by bringing the patient's right arm across the patient's chest. No interventions were performed. The patient will continue to be monitored.